Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed and the cause was manufacturing related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. The catheter had been advanced and was not returned. The safety cannister remained within the needle housing, leaving the needle tip exposed. Tactile inspection of the safety revealed that it rotated freely on the needle shaft. Initial attempts to advance the safety were unsuccessful, as resistance was encountered. The safety was eventually activated successfully; however, substantial effort was required to overcome the resistance. Microscopic inspection of the needle shaft revealed clear material adhered to the needle shaft within the region of resistance. The material fluoresced under ultraviolet light and appeared consistent with the adhesive used to bond the needle shaft to the plastic retainer. It appeared that adhesive was misapplied on the needle during the manufacturing process. That adhesive resulted in thickening of the needle shaft, which prevented safety mechanism passage when the catheter as advanced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that powerglide needle failed to safety.